Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and provide a correction to a previously submitted report. Corrected field: d9 no date available/not returned. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's biopsy port fell off during inspection for use. There were no reports of patient harm.